Event description:
Additional information received from the health care professional reported that the cause of the lead issue was not determined. It was unclear why the device stopped working, it just stopped.

Manufacturer narrative:
Product ID: 3889-28, lot# va066zz, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. See also mfg. Report no. 6000153-2015-00511.

Event description:
Additional information received from the patient reported he had issues with his device and the leads were not working because it was not connected.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va066zz, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient had a lead issue. The old implant malfunctioned and the leads weren't working. A revision occurred and the patient recovered completely. Patient did not give any indication that they had issues with recovery or therapy related to the revision. Event date was (B)(6) 2014 which was the date issue began. Revision date was (B)(6) 2014. The indications for use for this patient was gastrointestinal/pelvic floor.